Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), and another manufacturer's defibrillation lead, presented to the emergency room. Device interrogation revealed the patient had received numerous inappropriate shocks and inappropriate anti-tachycardia pacing (atp). It was suspected the defibrillation lead had fractured. Loss of capture was observed at maximum outputs and pacing impedance measurements were greater than 2,000 ohms. Noise was observed on the rate/sense channel which was able to be recreated. An invasive procedure was performed. The defibrillation lead was surgically abandoned. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.